Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and replaced the 2500-hour maintenance kit. Due to business reasons, the order cannot be closed temporarily. The equipment was cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit replaced the 2500-hour maintenance kit. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had a loop air leakage failure. There was no patient involvement.